Event description:
A customer reported to baxter (B)(4) of a baxter catheter set in which there was a leakage at the connection between the female luer and the injection site during an infusion. There was patient involvement but no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. There were no nonconformities, failures, rework or deviations documented in the batch record that could be associated with the reported problem. In addition, there were no nonconformities from a prior or subsequent batch documented in this batch record that could be associated with the reported problem.

Manufacturer narrative:
(B)(4). A customer sent in an actual sample for an evaluation. An underwater pressure test was conducted for the returned sample and a leak was found at the joint between the interlink injection site and female luer lock. The cause for this condition has not been identified. Baxter will continue to monitor similar reports to determine if further actions are required.